Event description:
It was reported that the lead integrity alert (lia) triggered, and the lead exhibited high impedances, noise, oversensing, and an apparent fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.